Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via telephone call that the insulin pump battery had been out, and that the customer had not been on the insulin pump. The nurse reported that the insulin pump was alarming for a reset error. The blood glucose reading was 130 mg/dl. The nurse reported that the customer was not in the hospital due to diabetes or the insulin pump. The insulin pump was not stored or out of use for an extended period of time. The nurse was assisted in programming the meter identification into the insulin pump.